Event description:
The pt was wearing the pump on the waist and indicated that the pump felt hot. The pt denied being injured by the hot pump. The pt claimed there is no corrosion or moisture in the battery compartment but indicated that the battery was very hot as well. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the eval has been completed, a supplemental report will be filed.